Event description:
It was reported that the patient felt a tingling sensation at the implantable pulse generator ipg site. It is unknown if the tingling sensation that the patient felt was stimulation related or not. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post operatively. The ipg will not be returned for analysis as the patient wanted to keep it.